Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an inappropriate high voltage therapy due to noise. Declined r-wave amplitude was observed due to lead placement. The pocket was opened and the helix was retracted. The helix advanced the lead into the new suitable position. Normal sensing measurement was noted. No patient symptoms or complications were reported.